Event description:
It is reported that the customer is a problem with the escape button on their insulin pump not working. Their blood glucose level was 140mg/dl. Trouble shooting was done and found water damage. Device is being returned. No further information available.

Manufacturer narrative:
Insulin pump had no button response due to flattened act button dome switch. Insulin pump had minor scratches on lcd window, cracked display window corners, cracked reservoir tube lip. Insulin pump unable to performed the displacement test due to keypad anomaly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.